Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. Phillips evaluated the unit and confirmed the reported failure. The malfunction was resolved by replacing the power pca.